Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in critical override and disconnected mode. The technical support specialist (tss) determined a downtime query was run on the server, and no errors or delays were found. The issue was identified as a network problem from the customers end, and restoration was pending. During follow-up, the network was still not restored, but dispensing was possible for nurses. The customer later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple devices were in critical override and disconnected mode, showing remote support services (rss) offline status. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.